Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the needle was bent prior to insertion on (B)(6) 2026, stating that it was unable to unclip from the site resulted in high blood glucose of 289mg/dl and it was treated by correction bolus via pump.